Event description:
A user report was received from the mpa stating that the multirall 200 lift had an issue. When mounting the lift up, the lift released the black ribbon. The lift fell onto the patient's bed. Fortunately, the patient was lying to the right and the lift ended up on the left side. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The lift was returned to lulea site for investigation. The investigation concluded that the lift had been operated without tension on the strap causing the strap to fold on the drum. The lift strap was then unfolded as it was lowered, causing the lift to fall. This issue is determined to be caused by user error. Multirall 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. Although there was no device malfunction found and the incident can be attributed to use error, if the reported incident were to recur, it could lead to serious injury or death.

Manufacturer narrative:
It was reported that the motor was attached using the carriage s65 with single hook and a q link ii. It was reported that the strap was "loose on the roll", which allowed the multirall to fall. The motor has been requested to be returned to the manufacturer for inspection, a follow up report will be submitted upon completion of the investigation.

Event description:
A user report was received from the mpa stating that the multirall 200 lift had an issue. When mounting the lift up, the lift released the black ribbon. The lift fell onto the patient's bed. Fortunately, the patient was lying to the right and the lift ended up on the left side. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.